Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer states tilt/recline box works only direction. Update: (B)(6) 2012, chair actually was going into max back angle and wouldn't move any further. Dealer found that the mercury switch had an intermittent problem due to a wire being damaged. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.